Event description:
It was reported that the customer stated that the jaw broke off on the device during a lap nephrectomy. No other information available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw damaged. The device was connected to the generator and it was recognized. Due to the jaw was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to fully cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.